Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca board. The root cause for the damage could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's electrode belt had a damaged cable. The pt was issued a replacement electrode belt.